Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material, however, the device reprocessing could not be confirmed as to being performed in accordance with the IFU. The instructions for use state the following: the event can be detected/prevented by following the instructions for use which state:¿. Chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of entire endoscope ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function. ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had no complaint, asset return. During inspection and evaluation, the nozzle had foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, adhesive on bending section has a chip, adhesives around objective and light guide lens have a white-clouded area, due to damage on up/down knob, water tightness is lost, control unit is dirty due to water leakage, switch button 3 and 4 have wear, due to corrosion, switch button 1 does not work, scratches found throughout the device, universal cord has a wrinkle, and indication on scope-connector is peeled. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.